Manufacturer narrative:
Additional information: d9, g3, h6 (shp cable) the evaluation confirmed the reported event, "on (B)(6)2023, it was reported by a sales representative via sems-06441828 that an ar-8330h shaver hand piece cord has cut and the wiring is exposed. This was discovered during a procedure with no patient harm." And attributed it to normal wear and tear, due to the age of the shp cable.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems (B)(4) that an ar-8330h shaver hand piece cord has cut and the wiring is exposed. This was discovered during a procedure with no patient harm.